Event description:
The rptr stated that the surgeon was advancing an 18.0 diopter aspheric collamer lens in a msi-tm injector and the haptic got hung up on the injector and tore off. No pt contact or injury.

Manufacturer narrative:
The prod pertaining to this complaint was not returned. However, the lens was returned and visual inspection showed one haptic is torn off of the lens and is missing. There is clear surgical residue on the lens. It should be noted that the cartridge was not returned for eval.